Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Report source, literature - chappuis, j. Et al (2011). Dorsally displaced extra-articular distal radius fractures fixation: dorsal im nailing versus volar plating. A randomized controlled trial. Orthopaedics & traumatology: surgery & research, 97(5), 471-478. Doi: 10.1016/j.otsr.2010.11.011. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 06389. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that there were three cases of algodystrophy. Clinical and radiographic results were analyzed during the early postoperative period and at 6-month follow-up period. Attempts have been made and additional information on the reported event is unavailable.